Event description:
It was reported that the values monitored by the brain electrode pad showed large deviations and were inaccurate. The observed values were: 50, 69, 66, 66, 58, 65, 45, 64, and 50. These values were approximately 20-30 units higher than the baseline when the incident occurred. An attempt was made to reset the baseline, and the sensor was then covered and placed on the patient's forehead. The failure of the device led to an incorrect administration of medication to the patient. After replacing the electrode pad, the values returned to normal. However, no patient harm occurred.

Manufacturer narrative:
Additional information: b5,g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the values monitored by the brain electrode pad showed large deviations and were inaccurate. This could easily mislead the anesthesiologist into administering the wrong medication. The electrode pad was replaced, and the values returned to normal. However, there was patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: h1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the values monitored by the brain electrode pad showed large deviations and were inaccurate. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.